Manufacturer narrative:
The product was not returned for evaluation. Procedural imagery provided by the site showed calcification present in the annulus. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint event. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards commander delivery system and no deficiencies were identified. During the manufacturing process, the commander delivery system is visually inspected and tested several times. During final inspection, the commander delivery system underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The complaint for balloon burst was unable to be confirmed since the physical device and/or relevant imagery were not returned for evaluation. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, the balloon burst on stj calcium at full inflation with no extra volume added. Moreover, per procedural imagery the patient had stj/annulus calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information suggests that patient factors (stj calcification) may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint event for balloon burst was unable to be confirmed, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. No labeling/IFU/training inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.

Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
As reported by a field clinical specialist, during deployment of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach the balloon burst due to the sinotubular junction (stj) calcification at full inflation with no extra volume added. The valve was stable and mostly expanded. The commander delivery system was removed without issue. There were no missing balloon pieces. Another commander delivery system was used to post dilate the valve to its nominal volume. There were no patient injuries. The patient is doing well post procedure.